Manufacturer narrative:
This is one event (cerebrovascular) of two events reported on the same pt involving three separate products and associated with mdrs# 2937457-2014-00392, 1225714-2014-00845, 00846, 00847 and 00848.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.